Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent an unknown surgical procedure in 2019 and suture was used. During the procedure, the suture pulled off of the needle. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jv461; pdbbhlr0 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an orthopedic surgical procedure in 2019 and suture was used. During the procedure, the thread pulled off of the needle. There were no patient consequences reported.